Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had not eaten in a few days and spouse was concerned about customer's blood glucose. Spouse called the ambulance after customer was not able to get off of couch. Customer was admitted into the hospital on (B)(6) 2016 with blood glucose of 163 mg/dl. Customer was hospitalized for three days and it was not known why customer's blood glucose was low. Setting were updated on insulin pump per healthcare professional.